Event description:
Angiosculpt balloon being removed from patient after being used and snagged on stent. The wires on the balloon unraveled prompting use of 1 additional stent to cover misaligned struts.what was the original intended procedure?peripheral angiogram with pta, laser arthrectomy and stenting of the right lower extremity. Patient tolerated procedure &did well.device #1is this a laboratory device or laboratory test?no.